Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a fixed prime. The insulin pump continued to alarm no delivery after the battery and infusion set were changed. The alarm was caused by an infusion set and reservoir occlusion. He filled the cannula and was not connected to the insulin pump when it alarmed no delivery. The customer experienced a high blood glucose level of 506 mg/dl because of the no delivery alarms. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.